Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 99% stenosed, target lesion was located in the moderately tortuous and severely calcified tibialis anterior artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The device showed signs of use. Microscopic investigation revealed a pinhole in the balloon 40.1 cm from the distal tip of the balloon. No other damage was seen. Device analysis determined the condition of the returned device was consistent with the reported information of a material rupture.

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 99% stenosed, target lesion was located in the moderately tortuous and severely calcified tibialis anterior artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.